Event description:
It was reported that the patient was experiencing a return of chronic pain. The patient had been having some nausea. They attempted to do a dye study of the catheter, but were unable to aspirate. The patient was referred to a neurosurgeon for evaluation and possible catheter revision. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 8703w, lot# j0039914r, implanted: (B)(6) 2001, product type: catheter. (B)(4).